Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified a crack opening, wear abrasion, delamination, and flat crease. A leak test was performed which found delamination and a crack opening on the diaphragm valve. A microscopic analysis was performed which identified a crack opening, delamination, and a striated edge opening consistent with the use of a surgical tool. Based on the device analysis, the final assessment is delamination of the diaphragm valve, a crack opening on the diaphragm valve assessed as a cracked valve seat diaphragm valve, and a striated edge opening on the anterior side assessed as surgical damage. Additional, corrected, and/or changed data.

Event description:
Healthcare professional additionally reported "hole in valve--leak observed."

Event description:
Device has been explanted.